Manufacturer narrative:
Qc was within established specifications before and after the event. No service was initiated or requested. Root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding obtaining a false low glucose (glucm) result when running a patient sample in duplicate mode on unicel dxc 600 pro synchron clinical systems. Customer re-tested patient sample on a different instrument and reported glucm result out of the lab. The erroneous result was not reported out of the lab. Patient treatment was not affected.